Event description:
The following information was provided: booked revision surgery. Patient was experiencing pain and showed some signs of tibial loosening on spec CT scan, surgeon mentioned he believes the patient experienced a stress fracture after primary surgery for the potential cause. Implant appeared well bonded to the cement mantle during explantation.